Event description:
During an extreme lateral interbody fusion case using intraoperative neuromonitoring, a stimulation clip was placed on the dilator; however, the system displayed results that were lower than expected in all directions, indicating nerve proximity was closer than expected in all directions. The surgeon then switched to a stimulation probe to check responses at the same location and received the expected results. The stimulation probe was used to complete the case. No patient impact was reported.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided to confirm the reported event. Additionally, as the stimulation probe used with the associated system was determined to be operating as intended, no system issue is suspected. Based on the information obtained, the root cause of the reported event is unknown. No additional investigation necessary. Labeling review: warnings, cautions, and precautions. The pulse system is to be used only as an adjunct to medical judgment and appropriate surgical practices. Dilator insertion and advancement should be conducted only after careful analysis of radiographic images of the operative target area. While a positive emg detection by the pulse system can be associated with a high level of certainty that a nerve is in close proximity to the dilator tip, the absence of such an emg detection cannot be construed as a certain indication that no nerves are close to the dilator tip. Do not advance dilator probes until all available data have been considered